Event description:
Procedure type: lavh. According to the rptr, air was put into the balloon but it could not inflate. A breakage was confirmed afterwards. Another blunt tip trocar was used to finish the case. No pt injury was reported.